Event description:
It was reported that the leads migrated. The patient underwent spinal cord stimulation (scs) replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number:(B)(6). Batch/lot number: 7134967. Model/catalog description: plinear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 586884. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).